Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. Using the right radial approach, the procedure treated the 85% stenosed target lesion located in the mildly calcified and mildly tortuous ostium of the proximal left circumflex artery. Pre-dilation was performed with an unspecified 2.5x10mm balloon. Next the lesion was stented with a 3.5x28mm liberte bare metal stent which was deployed at 14 atms for 20 seconds. No post dilation was performed. After stenting, a spiral dissection was noted distal to the 3.5x28mm liberte stent. An overlapping 3.0x12mm liberte stent was used to cover the dissection. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).